Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during routine check-up that, cs300 intra-aortic balloon pump (iabp) unit indicating electrical test fails code #117. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person and contact office - mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) checked and found front end board is defective and needs replacement. Replaced front end board and main board. After replacement of front end board, error 118 is coming and distortion spikes are coming on ECG and pressure graph, hence as per diagnosis main board, ECG cable and pressure cable found suspected to be defective. Replaced pressure cable, ECG cable. No any spikes are coming. Now no any error coming. Unit checked for 2hrs. Now unit working properly.